Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation. Review of the submitted log files appeared to capture the device operating as expected at the set speed. Power and flow trended nearly flat over time. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a non-device related reason and received a computed tomography (CT) scan. Inadvertently, the CT noted an increased filling defect in proximal outflow graft (ofg). The patient was asymptomatic and no relevant alarms were noted in their history. A ramp study echocardiogram was performed. There were no unusual events recorded in the log file event history. It was later communicated that partial narrowing/occlusion was confirmed on CT. Aspirin dosage was increased from 81mg to 325mg. No hemodynamic compromise was reported, the patient would be medically managed.